Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had become stuck. Customer reported a blood glucose level of 236 (mg/dl). Reportedly, customer will revert to another pump for alternate insulin therapy.